Event description:
It was reported that during tka procedure while inside the secondary genesis ii femoral impactor broke. No harm to patient, all pieces have been removed. The procedure was completed with an smith&nephew backup device. Delay reported less than 30 minutes. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection confirms impactor bumper has a large piece of the bumper missing. The missing piece was returned with the device. The device shows signs of significant wear/use. The device was manufactured in 2012. A medical investigation was conducted and this case reports that the impactor broke while inside the patient. A photo of the device confirms the device bumper broke into two pieces. Per complaint details, all pieces were removed, and the procedure was completed using a backup device without any delay or patient injury. Therefore, since no patient harm is alleged, no further assessment is warranted at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of risk management files found that the reported failure was documented appropriately. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.